Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000132878.

Event description:
It was reported patient experienced ineffective stimulation and inability to set the ipg into MRI mode. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.